Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were noted. Occlusion test was performed and no occlusion was noted.

Event description:
Customer reported that he received no delivery alarms. Customer changed the infusion set twice and alarm was recurring; he stated maybe it got inserted wrong and maybe it was bent. Customer stated it was time to do a complete infusion set and reservoir change. Blood glucose value is 332 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.